Event description:
The explanted device along with the explant report has been received at hq on may 20, 2021 without any previous complaint opened.

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. The device was not providing benefit to the recipient due to an active electrode migration into the middle ear for unknown reasons. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device has been received at headquarter for analysis. The user has been re-implanted.